Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes variable capture and sensing and lead impedances of <200 ohms to the 400's.